Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a non-sustained right ventricular oversensing alert due to over-sensing during capacitor maintenance. The patient did not receive therapy during the oversensing. No intervention was performed. Patient was in stable condition.